Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Five photos and one x-ray image were provided for review. The first and the second photos show the partial view of a catheter with blood stains. The third photo shows an entire catheter with blood stains throughout. A visible kink was noted in the catheter. The fourth and fifth photos show the partial view of a clinician holding a catheter implanted in a patient, in which the kink can be noted. The x-ray image demonstrates a port on the right chest wall. There is a catheter that makes a loop in the subclavian vein before ending in the top of the svc. There is a kink in the catheter, the flushing and suction issue were cascading event due to kink in catheter. Therefore, the investigation is confirmed for the reported catheter kink, flushing and suction issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient was implanted an MRI powerport isp port through the axillary vein on (B)(6) 2025. On (B)(6) during the infusion, it was found that the infusion was suddenly impossible, and the catheter was confirmed to be kinking on film, and the operator made an incision, and found that there were obvious folds and kinks at the catheter, and the catheter was adjusted and re-sutured for use; on (B)(6) it was found that it was impossible to infuse the infusion once again, and it was confirmed that there was a kink in the catheter on film, and it was found that the catheter had severe folds and was no longer available for use after incision was made. The catheter was severely creased and was no longer usable and had to be removed and a new set reinstalled.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient was implanted an MRI powerport isp port through the axillary vein on (B)(6) 2025. On (B)(6) during the infusion, it was found that the infusion was suddenly impossible, and the catheter was confirmed to be kinking on film, and the operator made an incision, and found that there were obvious folds and kinks at the catheter, and the catheter was adjusted and re-sutured for use; on (B)(6) it was found that it was impossible to infuse the infusion once again, and it was confirmed that there was a kink in the catheter on film, and it was found that the catheter had severe folds and was no longer available for use after incision was made. The catheter was severely creased and was no longer usable and had to be removed and a new set reinstalled.